Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received from the customer stating that "the device was sent in for repair". Visual testing found a damaged downstream occlusion (dso) seal and remote dose connector. The dso seal and remote dose connector were replaced, and functional tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was sent in for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.